Manufacturer narrative:
D4: medical device catalog, medical device model and unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer replaced the defective cubicle unit and performed functional testing, confirming that the unit was operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed, when try to open drawer 4 multiple times, it was intermittently recognized; however, upon returning to the application, another error occurred, and drawer subsequently began displaying an error as well. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.